Event description:
The patient experienced "bleeding around the balloon, indicating that the balloon size was not big enough [device ineffective] . Case narrative: this spontaneous report originating from united states was received from a clinical nurse specialist referring to a female patient of an unknown age via company representative. The patient medical history, concurrent condition, concomitant medication, past drug/allergy was not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) device via vaginal route (defaulted) (lot number and expiration date were not reported) for an unknown indication. The patient experienced bleeding around the balloon, indicating that the balloon size was not big enough (device ineffective). The care eventually escalated subsequently leading to a hysterectomy. Upon internal review, the event device ineffective was determined to be medically significant. Case comments: based on the clinically relevant information currently available for this individual case and the FDA decision tree, the case was considered reportable, since the information reasonably suggests that the product may have malfunctioned or caused/contributed to additional surgical intervention beyond what is normally required.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/ marketing this model. This is default text configured for block h10.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/ marketing this model.

Event description:
Follow up received from a clinical nurse on 18-mar-2026. Quality issue was not reported by reporter, it was just that the balloon was not big enough to to seal off the patient's cervix.